Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine device check, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made, and the physician elected not to perform an induction test at the time. The patient was stable post programming changes.